Manufacturer narrative:
This supplemental medwatch report is correcting information submitted on the initial medwatch report. Please reference section d4 serial # updated.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device experienced unspecified defibrillation and pacer failures. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
According to customer communication, testing performed by the customer could not replicate the issue. The device was not returned, and no additional data were provided, the complaint was closed as no sample returned and will be reopened if the product is received.